Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead exhibited loss of capture and decreased sensing. Lead dislodgement was noted. The lead was explanted and replaced when repositioning was unsuccessful.